Manufacturer narrative:
This event was initially submitted incorrectly under zimmer biomet manufacturer report #1822565. Please refer to MDR #1822565-2016-00687. (B)(4). Concomitant products: stem extension catalog #:42-5570-001-14 lot #:63253376. Complaint sample was evaluated and the reported event was not confirmed. Visual inspection of the returned component identified scratches around the threaded hole on the keel of the returned tibial component. As returned, functional evaluation found the set screw to operate freely in the tibial component. The poly plug was not returned. Dimensions were found conforming to print specifications where measured. The device history records were reviewed for deviations and/ or anomalies with one deviation found. This deviation was initiated for an update to procedures. It was confirmed that the quality, efficacy, safety, and validation state as router steps would remain unchanged and unaffected by this deviation. A complaint history search identified no other complaint for screw issue for part #42532007102 or lot #63213822. It was reported that the surgical technique was followed. It cannot be determined why the screw could not be backed out as this issue was not confirmed upon functional evaluation of the returned product. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a total knee surgery the set screw could not be backed out of the hole, and therefore the stem extension could not be implemented in the keel of the tibial component. The surgery was completed with another tibial component (same size, different lot). No adverse events have been reported as a result of the event.